Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and dilaudid at unknown concentrations and doses via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that the patient felt like the pump hadn't worked for quite some time and that it hadn't given the patient relief for several months. It was noted that the patient was speaking to her managing healthcare professional (hcp) about this. It was indicated that the patient was at an appointment last week and the hcp ¿upped¿ the medication. It was also noted that last week whenever the patient used a bolus the right side of her torso got numb and it was inquired how the medication was selective. It was stated that getting a hold of the hcp was difficult.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.